Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the patient with this pacemaker called technical services (ts) and noted they were informed about a possibe device anomaly and a software update was needed. The patient noted they scheduled an appointment in july. Ts referred the patient to the physician. This pacemaker remains in service and no adverse patient effects were reported.